Event description:
The notification received for the sirocco study indicated that on the six month followup angiography, it was seen that the second stent of three implanted in the sfa had a severe breakage, including a dislodgement. For the sirocco trial; sirolimus coated stent versus bare stent for the treatment of severe obstructions of occlusions in the sfa; patient 04-04 at the site of prof. Bergi in lille had three stents implanted. The patient has no complaints that could be assessed as being related to the breakage. Psr#ht-02. Additional index procedure details and other information have bene requested. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.